Event description:
It was reported that the patient had a total knee replacement done in (B)(6) of last year. He presented to dr. (B)(6)'s office with a distinct crunching sound early in (B)(6) while going from seated in a chair to standing. There is no audible sound when the patient ranges his leg from 0 - 90 degrees. This crunching noise only occurs when the patella femoral joint is loaded. The patient gained 125 degrees of flexion post op and the noise didn't present itself until months after the primary surgery. On (B)(6), the patient was taken back in for an arthroscopic procedure to explore the knee joint as well as remove scar tissue. While in the surgery, a nodule was found typical of patellar clunk.

Manufacturer narrative:
An event regarding audible noise (caused by scar tissue) involving a triathlon femoral component was reported. The event was confirmed. Method and results: the product was not returned, as it remained implanted. Medical records received and evaluation: the limited provided medical records were reviewed by a consulting clinician who concluded: this crunching noise only occurs when the patella femoral joint is loaded. Scar tissue was removed per arthroscope, typical for such a clunk type of sound. Cause of the reported symptoms should be considered as an adverse mix of patient-related (sensitivity to abnormal scar tissue formation) and procedure-related factors (scar tissue formation related to extensile exposure of the knee during arthroplasty) for which adequate therapy by scar tissue resection was delivered per arthroscopy. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: a review of the provided records by a clinical consultant indicated the cause of the reported symptoms should be considered as an adverse mix of patient-related and procedure-related factors, and that there is no evidence for device-related problems, as further supported by the fact that all components remained in place. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had a total knee replacement done in (B)(6) of last year. He presented to dr. (B)(6) office with a distinct crunching sound early in (B)(6) while going from seated in a chair to standing. There is no audible sound when the patient ranges his leg from 0 - 90 degrees. This crunching noise only occurs when the patella femoral joint is loaded. The patient gained 125 degrees of flexion post op and the noise didn't present itself until months after the primary surgery. On (B)(6) the patient was taken back in for an arthroscopic procedure to explore the knee joint as well as remove scar tissue. While in the surgery a nodule was found typical of patellar clunk.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.